Event description:
The catheter was inserted into subclavian for urgent insertion. The needle was successfully inserted and the j-wire threaded. Once the confirmation x-ray was taken, needle was to be removed, however, resistance was encountered. The wire was noted to be frayed, so needle and j-wire were removed together. At the time of exit, the j-wire was observed to be delaminated. Following x-ray, it was confirmed that a portion of the j-wire had broken off and remained in the patient's subclavian vein. Wire fragment was successfully retrieved via surgical intervention. Additional information states this situation resulted in prolonged theatre time and the patient went into respiratory distress post line insertion and was admitted to intensive care unit. The hospital personnel considered respiratory distress a result of misadventure with the line insertion.

Manufacturer narrative:
The complaint device was returned in an opened, used and damaged condition. A visual examination found a portion of the wire guide to be within the supplied needle. The wire guide was received with a portion of the coil elongated, resulting in the safety wire and inner mandril wire becoming exposed. This mostly occurred when the safety wire separated from the weld connection, located at the curved end. The characteristics displayed suggest this incident was technique related or possibly due to human anatomy.